Event description:
Customer reports a hand injury cut after breaking the act-lr ampule for testing. It is unknown whether the customer was using the protective sleeve provided at the time of the incident. The type of medical treatment administered to customer was not reported.

Manufacturer narrative:
(B)(4). Manufacturer method - no product returned from user facility. Manufacturer results - customer complaint could not be confirmed. Manufacturer conclusions - no conclusion can be drawn.